Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. A conclusive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3270 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros tropi es reagent lot 3270. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3270 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue could not be completely ruled out as contributing to the event as the ortho field engineer (fe) did not perform a pre-service vitros tropi es within-run precision test to assess the performance of the instrument prior to service. However, the vitros eciq immunodiagnostic system is not a likely contributor to the event as precision testing following the ortho fe actions demonstrated acceptable performance of the instrument. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros eciq immunodiagnostic system. Patient sample vitros tropi es result of 0.364 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory and the customer was administered aspirin, IV fluids and nitroglycerin as a result of the event. It is highly unlikely the patient will experience any serious long-term harm due to the unnecessary short-term administration of treatment as per ortho medical safety officer consultation. A corrected report with the result of <0.012 ng/ml was later provided to the physician and the patient was discharged following observation. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).